Manufacturer narrative:
H10: manufacturing review: the manufacturing review was not requested as this is the only complaint reported for this lot number. Investigation summary: one x-port isp MRI implantable port attached to a groshong catheter in three segments and a catheter stylet segment were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. Small splits were noted along the proximal portion of the proximal end of the attached catheter. Upon infusion, small leaks were observed from the splits on the proximal portion of the catheter. Therefore, the investigation is confirmed for the reported fluid leak, improper procedure and identified fracture issues. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: labeling: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, g3, h6 (device, component). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the drug allegedly leaked out from the needle hole onto the skin surface. It was further reported that the catheter lock was allegedly not attached at the time of insertion. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the drug allegedly leaked out from the needle hole onto the skin surface. The current status of the patient was unknown.